Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent ablation therapy for the treatment of pulmonary oligometastases secondary to hepatocellular carcinoma. Clinical data from 2236 hcc patients between january 2016 and january 2021. It was noted that ablation was accomplished with cool tip or a competitor product. There were 145 lesions treated in 62 patients and complications included: pulmonary infection, pleural effusion treated with chest tube drainage, pneumothorax requiring chest tube drainage, bronchial fistula and intrapulmonary hemorrhage.

Manufacturer narrative:
Thermal ablation for pulmonary oligometastases from hepatocellular carcinoma: initial experience and retrospective study / rongna hou, xueliang zhou, yipu li, yamin qin, mengyao song, chengzhi zhang, zhanguo sun, and dechao jiao / hou et al. Cancer imaging (2025) 25:76 / https://doi.org/10.1186/s40644-025-00896-8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.